Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the lead was surgically abandoned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead is no longer in service. Additional information was received that the ra lead was explanted. No additional adverse patient effects were reported. This ra lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead is no longer in service. Additional information was received that the ra lead was explanted. No additional adverse patient effects were reported. This ra lead is no longer in service.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead is no longer in service.

Manufacturer narrative:
Correction report for adding f2203: imaging required from cis recommendation. This lead was surgically abandoned and therefore will not be returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in absence of a product return, no problem was detected. This investigation will be updated should further information be provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms. The ra lead also presented no capture in bipolar mode and created noise when the patient performed isometrics in office. While in office, the pacemaker was programmed to unipolar pacing thresholds. The patient was admitted to the hospital due to near syncope and a venogram was completed prior to system replacement where they discovered a subclavian vein occlusion, leading them to implant a new system on the right side. The previous system is out of service and scheduled to be explanted. No additional adverse patient effects were reported. This ra lead is no longer in service.